Event description:
Additional review of the event shows that there is no information to reasonably suggest that the cardiac resynchronization therapy defibrillator (crt-d) in this report may have caused or contributed to a death or serious injury or that the crt-d in this report had malfunctioned.

Manufacturer narrative:
Corrected: b5; additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) has been alarming every morning for the last week. I t was found that the alarming was due to an alert being triggered for the number of shocks delivered in an episode. There had been a fast ventricular tachycardia (vt) episode where a shock was delivered that accelerated the vt to vf (ventricular fibrillation). Another shock was then delivered that terminated the vf episode. It was noted that the patient was syncopal from that event and the patient reported the syncope to the hospital 2 days later. The alert was reset and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implant date: on (B)(6) 2022; 6935m62 lead, implant date: on (B)(6) 2022; 4298-88, 6935m62 lead, implant date: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.